Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was receiving bupivacaine (dilaudid 20mg/ml at 4.9) via an implantable pump. For unknown indications for use. It was reported, that the healthcare provider (hcp) did a pocket revision, because the pump was "flipping" in the pocket. When the hcp opened the pocket, he observed, the pocket was infected. Action/intervention: elected to replace the pump and the pump segment. Outcome: the issue was resolved. The patient did not have a medical history. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of the pump "flipping" was determined to be that the patient had gained some weight, physician determined that was the cause. It was determined there was not an infection and no antibiotics were administered.